Manufacturer narrative:
As received, a partial lead was returned in two pieces. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
Correction: the previous statement was missing details of length/measurement of the abrasions noted during analysis. Corrected statement below. As received, a partial lead was returned in two pieces. The connector portion measuring 7.2 cm / 7.7 cm (outer insulation / stretched outer coil, inner insulation and inner coil), and the middle portion consisting of the outer insulation and stretched outer coil only, measuring 1.8 cm / 6.0 cm (outer insulation / stretched outer coil). An external insulation abrasion was found at 7.0 ¿ 7.2 cm from the connector pin, breaching the outer insulation and exposing the outer coil consistent with friction to the device can. Unable to determine the actual measurement of the abrasion due to the lead was cut in this region and the other portion of the abrasion was missing. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to the device can. No visual anomalies were noted from the middle portion except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that resulted in episodes of atrial oversensing. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.